Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was electromagnetic interference on the non-baxter electroencephalogram (eeg) machine during use of four (4) novum iq large volume pumps. The novum pumps were in use along with a continuous feeding pump; however, it was not specified if the patient was connected to the novum pumps. The novum pumps were moved to other side of the patient and out of the room and there was still interference. Once the pumps were shut off, interference went away. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction (missing information): h6 (update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.